Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump emitted a call service alarm more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box and alarm history showed multiple call service alarms. The pump alarmed with when the pump was powered on. Further testing was unable to be completed due to the alarm. A single internal component on the printed circuit board was found to have failed. When the component was replaced and reprogrammed, the pump was able to power up and to be exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.